Event description:
User of the device is questioning the shock decision made by the device.

Manufacturer narrative:
(B)(4). User was questioning the shock decision made by the device during deployment. The device is pending investigation. The patient survived. Date of manufacture: july 2001.